Manufacturer narrative:
Approximate age of device ¿ 1 year, 2 months and 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was a possible disconnection of the mobile power unit (mpu) ac cable from the mpu connection point. The manufacturer¿s technical service representative reviewed the submitted log file and observed a no external power alarm while the device was being powered by the mobile power unit (mpu). The power cord could have been unplugged or loosened from the mpu or the wall socket. The external backup battery (ebb) supplied power to the pump during this issue. Additional information has been requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 8 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 0:32 revealed that the system was powered by an mpu. At 6:35 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. Multiple attempts for additional information, including the mpu serial number, were sent to the customer; however, nothing was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.